Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). The actual device reported in this report is not marketed in USA, but devices with similar characteristics (i.e dural alpha insert neutr ii/32) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that the patient was implanted a durasul, alpha insert, hooded, gg/28 on (B)(6) 2017. Later, patient experienced recurrent dislocation from the previous revision and underwent revision surgery due to dislocation on an unknown date.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation. Review of description: patient had initial surgery with durasul hooder liner implanted on (B)(6) 2017. Later, patient experienced recurrent dislocation from the previous revision and underwent revision on an unknown date. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product was discarded. Root cause analysis root cause determination using dfmea: mal-function of device, leading to excessive wear, corrosion, metal ion release, loss of connection, dislocation of insert due to off label use, combination with non approved zimmer biomet products (eg. Different inserts, not compatible screws, implant and instruments): possible: no other information is available, it cannot be excluded that a combination with non approved zimmer biomet products were done. Conclusion summary: patient had initial surgery with durasul hooder liner implanted on (B)(6) 2017. Later, patient experienced recurrent dislocation from the previous revision and underwent revision on an unknown date. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to determine an exact root cause for the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).